Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing of the device did not confirm the reported event. Error code b30 (scope communication error) was not displayed. Noise was observed on the image due to poor contact of the video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code b30 (scope communication error) was displayed on the subject device during preparation for use. The planned diagnostic laryngoscopy procedure was completed with a similar device. The patient was not yet under anesthesia and the delay to switch devices was less than fifteen minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the error could not be identified since the phenomenon was not reproducible. Although, it was likely that the broken connector, upos19exrc (ru327300), may have disabled communication with scope. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.